Manufacturer narrative:
(B) (4).

Event description:
The implantable neurostimulator worked well for the patient for 3 months, after which the patient experienced a sudden loss of therapeutic effect. The patient planned to have surgery in (B) (6) 2010 to have the device system removed. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.